Event description:
It was reported that the patient underwent a gynecological procedure to treat vaginal vault prolapse, stress urinary incontinence and pelvic organ prolapsed, cystocele and rectocele and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a rectocele, introital laxity, a vaginal polyp, and an enterocele. It was reported that following insertion the patient experienced pain, extrusion, bowel problems, bleeding, dyspareunia, and neuromuscular problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.